Event description:
The device was sent into to philip's bench repair for issues with the spo2 not working. The bench technician noted a sound in the device like something was broken or loose. The device was opened to find broken components requiring replacement. There is no patient involvement. This report was generated pursuant to quality plan (B)(4) - quality plan ¿ ecr als service record remediation.